Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a stone extraction procedure performed last (B)(6) 2019. According to the complainant, during preparation, the device pouch was torn while opening the package and the sterile seal was compromised. Reportedly, this might be due to manufacture defect. The procedure was completed with another uromax ultra dilatation balloon. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fine.